Event description:
During initial mfg testing, the device underdelivered. The device delivered a measure volume of 15ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%).